Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered multiple boluses too slowly. The customer's blood glucose (bg) level was around 200 mg/dl. The customer declined to perform troubleshooting with tandem technical support.